Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6 three images were submitted for evaluation; no device components were returned. The photos appeared to show a swartz braided introducer sheath/dilator assembly and a brk transseptal needle/stylet assembly. The brk needle/stylet assembly appeared to have been inserted through the sheath/dilator assembly; a piece of blue material was attached to the needle distal tip, consistent with dilator skiving. Visual inspection was based solely upon a review of the photographs provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the reported skiving is consistent with not following the instructions for use.

Event description:
Related manufacturing reference: 3005334138-2023-00330. During an atrial fibrillation procedure, skiving occurred with both introducers. The material was removed from the needle tip and the introducers were used to complete the procedure with no adverse consequences to the patient. The sheath and brk needle were opened and flushed. The brk needle was manually reshaped. The needle was placed inside the sheath while outside the patient and when the needle tip came out at the tip of the sheath, skived material was noted on the needle. The material was removed, and the device was used. Both sheaths used for this procedure had this issue. The procedure was completed with no damage or consequences to the patient.